Event description:
This rv lead was implanted on (B)(6) 2002. On (B)(6) 2012 it was reported to technical services that this lead is fractured and will be capped. Rep also noted that due to the fracture the patient did received 2 inappropriate shocks. Additional information was received. This rv lead was capped on (B)(6) 2012. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).